Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned for evaluation. Visual inspection was performed and found that there were no visible damages to the platform, however the unit was missing a battery partition cover. A review of the platform archive confirmed multiple instances of user advisory 41 (patient temperature sensor failure) and use of low voltage batteries while the platform was powered on. Further inspection of the platform, confirmed that the cause of the ua 41 errors was a failed patient temperature sensor. A definitive root cause for why the sensor failed could not be determined.

Manufacturer narrative:
Zoll circulation has received the product in complaint and a supplemental report will be provided when investigation is completed.

Event description:
It was reported that during a shift check the autopulse resuscitation system displayed a user advisory 41 (patient temperature sensor failure) message that could not be cleared. There was no report of any patient involvement. No additional details were provided.